Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider (hcp) and a company representative regarding a patient who was receiving compounded baclofen 2000 mcg/ml 660 mcg/day (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported the patient contacted the representative at 5:05 pm on (B)(6) 2016 stating he had just heard his pump critical alarm. A refill had been done two weeks prior. It was confirmed the volume had been appropriately updated when pump was refilled. The pump printout confirmed the critical alarm interval was 10 minutes. The patient did not have magnetic resonance imaging on (B)(6) 2016 nor was he exposed to strong magnets. There was no environmental/external/patient factor that may have led or contributed to the issue. The patient presented to the emergency room. The pump was interrogated by a physician and found to be in a motor stall. The pump had premature battery depletion. The elective replacement indicator (eri) was eight months. The patient had been scheduled for a pump replacement in (B)(6) 2016. The pump was replaced in the early morning hours on (B)(6) 2016. The patient noted increased spasticity while at the hospital awaiting pump replacement. Patient status was alive - no injury and the issue was resolved.

Manufacturer narrative:
Analysis of the device revealed corrosion and wear on the gear train.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.